Event description:
It was reported by customer that the sensor's adhesive is too sticky. Pt complained of slight pain when sensor was removed at the sensor placement site. No medical intervention was required. Pt did not have any skin conditions or abnormalities.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.